Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery with heavy calcification, moderate tortuosity and 99% stenosis. The 3.0 x 12 mm nc trek was advanced for pre-dilatation. During the second inflation, the nc trek balloon ruptured at 10 atmospheres. The procedure continued with the use of a 3 mm non-abbott nc dilatation catheter. A stent was implanted. There were no adverse patient effects and no clinically significant delay. No additional information was provided.